Event description:
Ous MDR - on (B)(6) the device is suddenly oversensing, and delivered around 17 shocks. The patient was hospitalized. Therapy was programmed off. The patient was transferred from one hospital to another, where they are able to explant this system. The doctor did not test to see if the set screw was tightened enough.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 20 months and 35 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. At a next step the memory content of the ICD was inspected. The available iegms revealed the presence of noise in the rv channel. This led to the detection of vf episodes, several of which resulted in shock deliveries. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be faultless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device was fully functional. There was no indication of device malfunction.